Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were recently unable to take an MRI brain scan because of the response/reaction they received from their implant; shocks during MRI. Also, their devices were unable to communicate with each other.